Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's scs system was explanted for an unknown reason.

Manufacturer narrative:
D6b - date of explant is unknown. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.